Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high and low blood glucose levels. The customer's blood glucose at the time of the incident was 42 mg/dl. The customer's blood glucose level at time of call was 331 mg/dl. The customer treated with a food, coke, and glucose tabs. The customer also reported that the sensor was saying to calibrate but customer said their blood glucose was too high to calibrate. The customer was advised to monitor their symptoms and device. The device was working as designed and the product was not returned for analysis.